Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm was displayed on two different pumps. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer then switched from the fiber optic (fo) to transducing the central lumen. The getinge representative suggested that the fo strand was likely kinked or broken, but that thy could continue to use the transducer as it was set up at that moment. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 52.1cm from the iab tip. A second kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 25.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a